Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed three (3) low flow alarms logged since 04/sep/2023. Log file analysis also revealed a controller power-up event, with an associated motor start event, logged on 19/sep/2023 at 23:26:02, indicating a loss of power to the controller, which results in a ventricular assist device (vad) stop. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port 1 with 25% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 22% rsoc. The data point recorded after the loss of power revealed that no power s ource was connected to power port 1 and (B)(6) was connected to power port 2. No anomalies were recorded leading up to the loss of power. The controller was without power for 28 seconds. As a result, the reported low flow and vad stop events were confirmed. Information provided by the site indicated that the patient also experienced a fever and tested positive for covid. The patient also exhibited neurological deficits and vertebrobasilar ischemia was suspected. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power to the controller can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, infection and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows and the patient experienced a fever and tested positive for covid. The patient also exhibited neurological deficits and vertebrobasilar ischemia was suspected. During the fever symptoms, the patient double disconnected the controller which resulted in a vad stop. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: (B)(6) 2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-dec-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.